Event description:
The healthcare provider suspected a catheter fracture. The patient had a recent fall and the patient¿s ankle was hurt but there were no signs of fracture. The patient had been experiencing the following symptoms for about the past month: chronic pain, headaches "and things of that nature"; hallucinations, itching. The healthcare provider also stated that the patient ¿could be overdosing on pain medications alone or various other phenomenon¿. The patient had been taking oral baclofen because she has been having spasms, and that she is on valium and other oral medications. Per the reporter the patient was refusing to be admitted. The patient had a recent fall and the patient¿s ankle was hurt but there were no signs of fracture. The pump was used to deliver lioresal. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Event description:
Per the hcp (healthcare professional), the patient had a catheter that was made by another manufacturer. A catheter dye study with interventional radiology was done. There was no surgical intervention. The dose of the intrathecal baclofen was lowered. The patient outcome was reported as ¿recovered without permanent impairment¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n276198, implanted: (B)(6) 2011, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).